Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 30ga 1/2in was clogged/blocked. The following information was provided by the initial reporter translated from french to english: "we have encountered a problem with yellow canula 30gx1/2 twice: impossible to get the product to be injected out." Lot 231107 exp. 2028-10

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 231107. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. The sample consisted of the affected needle attached to a syringe. The needle sample was microscopically examined and was found to be clogged with medication. Based on the provided feedback, it is understood that the product was not clogged before use, as the medication was drawn but not expelled. The needles are inspected for occlusion as part of the routine in-process inspections after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Customer reply 15-march-2024: no injury to the patient. Needle kept used without success: the bevel not efficient enough, impossible to prick the eye.